Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump displayed a message that the bolus had been cancelled. Review of the bolus history by tandem technical support verified that a bolus of 11.3 units had been delivered and had not been suspended early. However, the customer alleged that the expected bolus was 14 units. Blood glucose level was 262 mg/dl. Although requested by tandem technical support to review the pump data logs, the customer declined the offer.